Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. The lead is not available for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold due to possible lead dislodgement as patient had a fall. A new lead was implanted. The lead is not available for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes, h6: patient codes and b5: describe event or problem.